Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose was 149 mg/dl. Reportedly, customer changed supplies every 4 days. Customer continued to use existing supplies and resumed insulin delivery.